Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500 to 600 mg/dl and that the sensor readings have been high. Troubleshooting assisted customer with the pump and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to call back if further assistance is needed as customer indicated that he was unable to troubleshoot further. The customer was advised to follow up with their doctor regarding the high blood glucose.